Event description:
It was reported that a small volume folfusor had underinfusioned. The reporter stated that ?only half of the contents of the pump had infused in 48 hours? And that the expected length of infusion for the total dose was 46 hours. There was patient involvement; however, there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.